Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, and subsequent testing verified the complaint. The unit would not nebulize. The underlying cause was determined to be a piston failure.

Event description:
Will not nebulize.